Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of symptoms/ae: after the procedure. It was reported that the patient experienced hypotension after a stenting procedure of the rica in 2006. The patient's norvasc was stopped and the patient was monitored. The patient's condition resolved eleven days later. No additional information is available.

Manufacturer narrative:
The lot history record was reviewed. There are no non-conforming material reports associated with this lot number.